Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level sensor was not working. The sensor was disconnected and the cable was pulled out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences ot the patient.

Manufacturer narrative:
By the time the field service representative (fsr) arrived at the hospital to repair/replace the unit, the customer had disposed of the suspect sensor and put a red level sensor in its place. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.